Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, after all steps were performed, the suture could not be found. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported missing component (cuffs) could not be confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported missing cuffs could not be determined. Based on the information available and the returned device analysis, it may be possible that the link and cuffs were removed due to manipulation or inspection of the device at the account. There is no evidence to suggest the cuffs and link were missing from the respective foot pockets and were most likely removed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 removed and 2306 added. H6: health effect - impact code 4641 removed and 2645 added.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, after all step were performed, the suture could not be found. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that the prostyle device was not used in the patient. The device was not used as it was thought the device had no cuff. No additional information was provided.